Event description:
It was reported by service report that the scale is not accurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell and scale control board.